Event description:
Nellcor received a report from a biomedical engineer that a monitor had provided no audible tones when a monitor was observed to violate an alarm limit. There was no patient harm. Caller stated that the monitor did not provide any power on self test (post) tones when tested.